Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/23/2019. Device evaluated by manufacturer: yes. Device returned to manufacturer: yes. Device evaluation: the product was received in a zip-lock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxt300 18.0 diopter intraocular lens (iol) was implanted in patient¿s ocular sinister (left eye) on (B)(6) 2018. Zxt300 iol was explanted on (B)(6) 2019 due to complaints of hyperopia. Visual acuity (va) pre-operative 20/40 -2 and post-operative 20/50. Visual acuity symptoms were reported as blurry/fuzzy. The zxt300 18.0 diopter lens was replaced with a zxt300 18.5 diopter lens. It was reported there was no incision enlargement, no suture(s), and no vitrectomy. No additional information was provided to johnson & johnson surgical vision.